Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Manufacturer narrative:
Lab analysis completion: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as surgical damage and missing assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted. Device returned.